Manufacturer narrative:
This event was reported to the manufacturer through the (B)(6) registry. Based on internal clinical assessment the event was determined to be unknown-if valve related. Device not explanted.

Event description:
A perceval pvs25 was implanted on (B)(6) 2012 via mini-thoracotomy. On (B)(6) 2015, the patient had a sudden death and no autopsy was performed.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not explanted, no device analysis could be performed, and the root cause of the event cannot be determined. Furthermore, because the cause of death is unknown, it remains uncertain whether the event was related to the device. However, based on the document review performed, no manufacturing deficits were identified.

Manufacturer narrative:
The clinical opinion of the site is that this event was not valve-related. As such, the event is considered to be not related to the device, and no further investigation is warranted.

Event description:
A pvs25 was implanted on (B)(6) 2012 via mini-thoracotomy. On (B)(6) 2015, the patient had a sudden death and no autopsy was performed. At the last patient follow-up on (B)(6) 2015, the device showed no alterations. The site's clinical opinion was that the event was not valve-related.